Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump had a cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer reported that the insulin pump had a button error and the insulin pump keypad stopped working. The customer's blood glucose level was 221 mg/dl. Product is being replaced. No further information provided.